Manufacturer narrative:
The device, was used for treatment. Visual inspection could not confirm the issue. However, functional inspection confirmed that the inner cylinder of the pin driver would spin freely when spinning it around a bone screw. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 10 prior similar events. This failure mode will be trended to assess for any necessary corrective actions. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. The engineering team is further investigating this malfunction.

Event description:
It was reported that during case, the inside of the pin driver became stripped and wouldn¿t secure the bone pin. Delay of less than 30 minutes and no injuries reported. Surgery was completed with a back-up device. The inner cylinder would spin freely when spinning the pin driver around a bone screw.